Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient underwent an unrelated surgical procedure. Post surgery, the device showed a battery status of 14 percent remaining, however, no alert was observed in the remote home monitoring system. It was noted that the battery status was 85 percent two months prior. Subsequently, a battery depletion message was recorded one day later and resulted in an alert in the remote home monitoring system and also resulted in the device emitting tones. Analysis of device memory confirmed the battery depletion message was recorded following extended magnet application and noted that the battery status had since recovered back up to 82 percent remaining. No adverse patient effects were reported. This product remains in service.